Event description:
The consumer stated that her tampon came apart on two separate occasions and tampon pieces remained inside of her. She was not sure that she removed all remaining pieces, so her doctor advised her to douche.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.